Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery as a result of their essure implants / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery as a result of their essure implants / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery as a result of their essure implants / severe and permanent pain/ gastrointestinal or digestive system condition type: pelvic pain/ pain."), genital haemorrhage ("abnormal bleeding (general),") and uterine perforation ("uterine peroration") in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included anemia, bloating, back pain, mood swings and urinary frequency. In 2014, the patient was found to have weight increased ("weight gain."). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain lower ("gastrointestinal or digestive system condition type: cramps"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy, dilatation and curettage, thermal ablation of the endometrium). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction and anxiety outcome was unknown, the fatigue, dysmenorrhoea, dyspareunia, abdominal pain lower, nausea, vaginal discharge and weight increased had resolved and the migraine and headache was resolving. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, weight gain, menorrhagia, dysmenorrhea; pelvic pain , dyspareunia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: pfs and mr received : aka name added, reporter added, lot number added, patient demographic updated, essure insertion date updated and removal date added, events added- uterine peroration, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines, anxiety, headaches, nausea, vaginal discharge, weight gain. Abdominal pain lower, device monitoring procedure not performed. Events severity, events onset date and medical history added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery as a result of their essure implants / severe and permanent pain/ gastrointestinal or digestive system condition type: pelvic pain/ pain."), genital haemorrhage ("abnormal bleeding (general),") and uterine perforation ("uterine peroration") in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included anemia, bloating, back pain, mood swings and urinary frequency. In 2014, the patient was found to have weight increased ("weight gain."). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced anxiety ("mental anguish"). In september 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain lower ("gastrointestinal or digestive system condition type: cramps"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy, dilatation and curettage, thermal ablation of the endometrium). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction and anxiety outcome was unknown, the fatigue, dysmenorrhoea, dyspareunia, abdominal pain lower, nausea, vaginal discharge and weight increased had resolved and the migraine and headache was resolving. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, weight gain, menorrhagia, dysmenorrhea; pelvic pain , dyspareunia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.